Event description:
Spinal surgery [spinal operation]. This case is cross-referred to the case (B)(4) (multiple devices). Initial information received from united states on 02-aug-2022 regarding an unsolicited valid serious case received from a patient. This case involves a female patient who had spinal surgery with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had ongoing knee issues. In (B)(6) 2021, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (with unknown, strength, dose, route, frequency, lot and expiry date) for osteoarthritis. On an unknown date after unknown latency the patient had spinal surgery (spinal operation). This event was assessed as medically significant. It was reported that the callers doctor sent an rx (prescription) to a pharmacy and they had been unable to get the product as they had given her a variety of excuses as to why they could not obtained it. It was reported that if she could purchased it directly from sanofi? Would it be quicker if her doctor had ordered it to his office? It was reported that she had received bilateral knee injections of synvisc-one in the past and was now experiencing knee issues. It was reported that she was currently recovering from spinal surgery and very much wanted to keep her knees functioning well to help with her surgery recovery and she was having difficulty with pharmacy obtaining synvisc-one for her. It was reported that it had been months since she started trying to get it filled on prescription. It was also reported that in the past, her doctors office had ordered the product to their office and it had always taken a while to get the product to arrive once it was ordered. No further information provided. It was unknown if patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (spinal surgery). At time of reporting, the outcome was recovering / resolving for the event spinal surgery. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment (B)(6) 2022: this case involves a female patient who had spinal surgery, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Spinal surgery [spinal operation]. Case narrative: this case is cross-referred to the case (B)(4) (multiple devices). Initial information received from united states on (B)(6) 2022 regarding an unsolicited valid serious case received from a patient. This case involves a female patient who had spinal surgery with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had ongoing knee issues. In (B)(6) 2021, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection having the strength 48mg/6ml (with unknown, dose, route, frequency, lot and expiry date) for osteoarthritis. On an unknown date after unknown latency the patient had spinal surgery (spinal operation). This event was assessed as medically significant. It was reported that the callers doctor sent an rx (prescription) to a pharmacy and they had been unable to get the product as they had given her a variety of excuses as to why they could not obtained it. It was reported that if she could purchased it directly from sanofi? Would it be quicker if her doctor had ordered it to his office? It was reported that she had received bilateral knee injections of synvisc-one in the past and was now experiencing knee issues. It was reported that she was currently recovering from spinal surgery and very much wanted to keep her knees functioning well to help with her surgery recovery and she was having difficulty with pharmacy obtaining synvisc-one for her. It was reported that it had been months since she started trying to get it filled on prescription. It was also reported that in the past, her doctors office had ordered the product to their office and it had always taken a while to get the product to arrive once it was ordered. No further information provided. It was unknown if patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (spinal surgery). At time of reporting, the outcome was recovering / resolving for the event spinal surgery. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc one (lot/batch number: unknown) with global ptc number: 100266421. The sample status of the ptc was not available and the complaint was set in process. Additional information was received on 02-aug-2022 from the quality department. Ptc number and strength was added.

Event description:
Spinal surgery [spinal operation]. Case narrative: this case is cross-referred to the case (B)(4) (multiple devices). Initial information received from united states on 02-aug-2022 regarding an unsolicited valid serious case received from a patient. This case involves a female patient who had spinal surgery with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had ongoing knee issues. In (B)(6) 2021, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection having the strength 48mg/6ml (with unknown, dose, route, frequency, lot and expiry date) for osteoarthritis. On an unknown date after unknown latency the patient had spinal surgery (spinal operation). This event was assessed as medically significant. It was reported that the callers doctor sent an rx (prescription) to a pharmacy and they had been unable to get the product as they had given her a variety of excuses as to why they could not obtained it. It was reported that if she could purchased it directly from sanofi? Would it be quicker if her doctor had ordered it to his office? It was reported that she had received bilateral knee injections of synvisc-one in the past and was now experiencing knee issues. It was reported that she was currently recovering from spinal surgery and very much wanted to keep her knees functioning well to help with her surgery recovery and she was having difficulty with pharmacy obtaining synvisc-one for her. It was reported that it had been months since she started trying to get it filled on prescription. It was also reported that in the past, her doctors office had ordered the product to their office and it had always taken a while to get the product to arrive once it was ordered. No further information provided. It was unknown if patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (spinal surgery). At time of reporting, the outcome was recovering / resolving for the event spinal surgery. A product technical complaint (ptc) was initiated on 02-aug-2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product (B)(4) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis as stated in standard operating procedure to determine if a CAPA was required. Complaint data analysis (trending) was performed on a periodic basis. The final investigation was completed on 12-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 02-aug-2022 from the quality department. Ptc number and strength was added. Additional information was received on 12-oct-2022 from the quality department. Ptc details was added.